Event description:
It was reported that a pt underwent a sling procedure on an unk date. On post-operative day seven, the pt was returned to the operating room due to persistent retention. The pt was only able to void 10cc. The surgeon loosened the sling by about one additional centimeter with "definitely no tension or constriction" but the pt still has a problem emptying her bladder. The pt is able to void now but voids only 150cc with post-void residual of 300cc. There is no hematoma. Additional info has been requested.

Manufacturer narrative:
Urinary retention. Conclusion: no conclusion can be drawn at ths time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.